Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that in 2018, a patient underwent tibia surgery involving a stryker locking plate screw. Six months post-surgery, the patient experienced pain, and an x-ray confirmed the screw had fractured. The patient¿s spouse raised concerns about a potential recall of the device, referencing scholarly reviews and surveys conducted from 2008 to 2020. These studies indicated a history of stryker titanium screws breaking, with 12 years of documented evidence showing the device's faultiness, yet it continued to be utilized in medical procedures.

Manufacturer narrative:
Correction to h6(results code and conclusion code). The received operation report, the clinical notes, x-rays and implant log were reviewed, based on the x-rays it can be confirmed that the longest screw, which was implanted, is broken apart between the fibula (where the plate was applied) and the tibia. In combination with the implant log the screw could be identified to be catalog number 657455. The lot numbers of the used implants are not listed in the implant log and a device inspection was not possible since the affected device is not available for investigation as it is still implanted, therefore no further evaluation is possible. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. A product field action review was performed and it can be confirmed that the in the received implant log listed parts were not affected by a product field action in relation to screw breakages. No indications of design related problems were found during the investigation. Indications of material or manufacturing related problems were unable to be identified as the affected lot numbers were not communicated. The complaint was forwarded to medical affairs with following feedback: "the screw breakage can be traced back to the placement of the screw, which is right through a moving joint. Most likely was the screw placed for the healing of the syndesmosis (the soft tissue connection between tibia and fibula). Typically such a screw would either be removed right after the healing of the connecting tissues occurred or the breakage of the screw is accepted by the hcp (and the patient). It is part of the aftercare treatment/ follow up discussions between the hcp and the patient. If left in place the screw can finally not withstand the forces that occur during weight bearing and walking in this moving joint location, which is why it will (have to) break. If the screw would have not broken, walking would have been quite uncomfortable." No product related issue could be detected during the evaluation, the available information indicates that the breakage of the screw could be procedure related. However, more detailed information, like pre-operative, directly post-operative and follow up x-rays, about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that in 2018, a patient underwent tibia surgery involving a stryker locking plate screw. Six months post-surgery, the patient experienced pain, and an x-ray confirmed the screw had fractured. The patient¿s spouse raised concerns about a potential recall of the device, referencing scholarly reviews and surveys conducted from 2008 to 2020. These studies indicated a history of stryker titanium screws breaking, with 12 years of documented evidence showing the device's faultiness, yet it continued to be utilized in medical procedures.